Event description:
It was reported that seven (7) Vented High-Volume Inlets were observed to have spots resembling blood contamination. The issue was identified immediately upon unpacking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.